Manufacturer narrative:
The damaged adjustable retractor cannula was reported to have been discarded at the user facility hence the device is not expected to be returned for evaluation. Without the involved device, an evaluation could not be performed and/or determined the root cause of the reported problem. However, photograph of the damaged cannula was provided, which clearly showed a small piece on the wing of the distal tip of the cannula was torn off. In this instance, the exact cause of the reported breakage could not be determined. This lot with the UDI (B)(4) was manufactured on 25-nov-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to this type of damage to the cannula. Of the lot containing (B)(4) units, there were three (3) other similar complaints received for this item and lot number combination. A review of the complaint history for the device family shows there have been no serious injuries or death related to this reported problem. This is a new device and the risk analysis has been deemed as acceptable per npqe monitoring. No further action is planned at this time. The adjustable retractor cannula is designed for general surgical use to maintain portals during insertion or extraction of instruments and implants. It is manufactured from silicone and easily introduced by grasping the wing with forceps and inserting into the incision. To reduce the risk of cannula breakage/tearing and patient injury, the instructions for use (IFU) provides the user with the following warnings and precautions: inspect cannula prior to use to ensure they are in good physical condition. To avoid damage during use, do not use excessive force on cannula. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use. The adjustable retractor cannula is supplied sterile and is considered single-use. Re-sterilization by any method is not recommended. Device was discarded.

Event description:
The user facility reported that during a right shoulder arthroscopic rotator cuff repair procedure, a piece of the tip of the adjustable retractor cannula broke off during insertion into the shoulder joint. As reported, the first attempt to insert the cannula failed and on the second attempt the cannula passed successfully. The user then noticed on the monitor, a piece of the bottom round distal tip of the cannula was "floating" in the joint. The cannula was removed and a grasper used to retrieve the broken piece with no problems or surgical delay reported. Using an alternate device, the arthroscopic rotator cuff repair procedure went on and was otherwise completed with no further complications or serious injury to the patient.